Manufacturer narrative:
H3: analysis found that screen froze and ssd card got old. H6: codes are updated. Previously applied fdm b17, fdr c2, fdc d16 and img g02030 codes no longer applicable. For product ID: nim4cpb1, serial number; p2516271: h3: analysis stated that there was no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information is received. H6: codes are updated. Previously submitted fdc d16, ime e2401 and imf f24 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h6: img codes g02005 belongs to serial#: (B)(6) and serial: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the surgeon is touching a nerve but there is no "alert" from the nim. Doctor when used incrementing probe did not work when he tested it during a thyroidectomy. For unknown reasons, both monitors will intermittently stop monitoring during the case. We have tried your suggestion of plugging the monitor into a wall outlet vs the boom and turning on machine before removing the patient interface (pi), also replacing the pi before turning off the machine. We have additionally been instructed to keep the nim >5 feet away from cautery, as it may be causing interference. There was no known patient impact.